Manufacturer narrative:
The lead was returned with no reported event. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies on the lead body.

Event description:
It was reported that the patient presented for a scheduled. During the procedure, it was noted that the left ventricular lead was not use. Further information was requested however, was not provided.